Event description:
Tech alleged that the exit was not alarming.

Manufacturer narrative:
Tech replaced the seat and head sensors to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.